Manufacturer narrative:
On (B)(6) 2013, the customer's mgr of sterile processing contacted (B)(6) regarding smoke coming from the subject bronchoscope. The returned scope was inspected and confirmed no image due to the electronic components and ccd being damaged. (B)(6) sales rep visited the account visited the account to obtain additional info regarding the pt's condition and clinical procedure performed. We learned from the charge nurse on duty at the time of the incident that "the scope was never used on a pt. The user had sprayed the scope with cetacaine before the procedure and saw smoke at the tip of the scope and did not use the scope at that point." There is a "caution" statement in the operation manual instructing the user not to spray xylocaine directly to the insertion portion and that this may deteriorate the outer surface. Instead it instructs to use a gel. Given the inconsistent reports provided to FDA and (B)(6), contacted the risk mgr for clarification. The risk mgr stated that the report from the charge nurse on duty was the most accurate as to the event on (B)(6) 2013 and the report that the scope had been used was incorrect. (B)(6) has not received any other complaints of this nature or other complaints from this customer. The root cause for this incident can be attributed to the user not following the MFR's instructions. This report is being submitted as a medical device report in an abundance of caution and in response to (B)(4).

Event description:
On (B)(6) 2013, fujifilm medical systems u.s.a., inc. Received (B)(4) from FDA's post market surveillance office. The risk mgr from (B)(6) hospital reported "flexible bronchoscope malfunctioned, there was no picture up on the monitor, when scope removed from pt, a small amount of smoke was seen coming out from the end. No pt harm, another scope was obtained and the picture continued without incident. There were no injuries or harm to the pt."